Event description:
A critical pump alarm was heard and confirmed by telemetry. It was stated that the alarm was occurring as "safe state and reset occurred - low battery." No further information was obtained. Drug delivered via the device was hydromorphone (dilaudid) 10mg/ml. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model: 8709, serial#: (B)(4), implanted: (B)(6) 2005, explanted: unk.